Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, that it alarmed and had a white display and would not complete the boot-up process in order to power on. Additionally, a service indicator was present. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, that it alarmed and had a white display and would not complete the boot-up process in order to power on. Additionally, a service indicator was present. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface pcb and performed other unrelated repairs. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced user interface pcb and the cause of the reported issue was determined to be due to an inoperative integrated circuit, designator u2.